Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was unknown. The customer stated that sometimes the buttons are hard to press. The product was returned for analysis.